Event description:
An alarm issue was reported with the Abbott Diabetes Care (ADC) device in use. A customer reported receiving a signal loss and was not alerted of changes in glucose level. The customer experienced loss of consciousness and was unable to self-treat, requiring Glucose (sugar) as treatment from a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.